Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced corneal abrasion with pseudo diffuse lamellar keratitis (dlk) on the right eye (od) at a one day post op exam. The patient complained of burning sensation on the right eye. The patient experienced loss of best corrected visual acuity (bcva). Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 .50 x -2.25 x 80, left eye pre-op 20/20 -1.50 x -.75 x 115. Bcva from (B)(6) 2017: right eye pre-op 20/40, left eye pre-op 20/25.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.